Manufacturer narrative:
The calcium reagent lot number was 92024001 with an expiration date of 31-jan-2027. The glucose reagent lot number was 91927601 with an expiration date of 28-feb-2027. The field service engineer found there were scratched cuvettes, and the sample probe was clogged. He changed the cuvettes and cleaned the sample probe. He performed a photometer check, which passed, and the customer ran qc, which passed. The investigation is ongoing.

Event description:
There was an allegation of questionable results from multiple assays from the cobas c 503 analytical unit. The sample was repeated on another cobas c503 analyzer. Data for one patient was provided. The initial calcium gen.2 result was 3.0 mg/dl, and the repeat result was 7.9 mg/dl. The initial glucose hk gen.3 result was 64 mg/dl, and the repeat result was 130 mg/dl. The repeat results were believed to be correct.